Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed threshold suspend and has low blood glucose of 46 mg/dl at the time of incident. The customer treated the low with cereal. Troubleshooting was declined by customer but threshold suspend was explained.